Event description:
Customer stated that her blood glucose crashed one night really low on (B)(6), 2014. Blood glucose value at the time of admission is unknown. The customer doesnt know how low she had gotten, however she did suffer a diabetic seizure. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.